Event description:
It was reported that the programmer exhibited overheating and exuded a burning smell. The device would no longer be used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.